Event description:
It was reported that an external fluid leak was observed originating from the top of the return line connection of the filter of a prismaflex st150 set during prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection of the set showed that the return line is perforated inside the return screwed connector. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.